Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At 1955, the primary line of the device was programmed to deliver an unspecified concentration of insulin 250 ml, at a rate of 10 ml/hr, and the delivery was started. No further programming parameters were reported. At 2040, it was reported that the pt began to vomit, and the nurse was notified to return to the pt's room. At 2048, while attending to the pt, the nurse noted that the insulin container was empty; however, the device displayed a "sys retest" message with no audible alarm tone, and the display indicated that 9 ml had been delivered. It was reported that the physician was notified, and unspecified blood tests were ordered. The customer contact indicated that the pt's blood sugar was checked every 30 minutes for an unspecified length of time. No specific results were provided. The pt was transferred to the critical care unit (cct) for observation. The customer contact indicated there were no consequences to the pt. No medical interventions were required. The device was removed from clinical svc. Therapy was resumed at an unspecified time using a replacement device. Though requested, no add'l info was provided.